Manufacturer narrative:
A field service engineer (fse) went on-site and found that blue tubing from ff (feed through fitting) 174 to ff 180 on valve pv49 had split. Fse replaced all tubing through pv49 which repaired the leak. Fse then completed shut down and verification with no leaks. The cause of the leak was a split in the tubing from ff 174 to ff 180 on pv49. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) reporting that they had completed a shutdown/startup and were preparing to run qc when a half cup fluid leaked from their coulter lh 500 hematology analyzer and flowed onto the counter. The instrument did not give any errors and they were unable to locate the source of the leak. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, face shield and gloves at the time of the incident. No injury or exposure was reported and there was no affect to patient samples or results.